Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported sheath split issue and wrinkled sheath were confirmed. The device observations are consistent with inadvertent change in angle of the device during initial deployment of the thumb advancer. Carving is an indicator that the garage leaves interacted with the flex-guide which likely resulted in the reported sheath split issue, wrinkled sheath and subsequent device damages. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 5f sheath after a lower limb diagnostic procedure. Reportedly, resistance was noted during thumb advancement. The procedure was aborted as the sheath did not split completely and it split wrinkled. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.